Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the failure was caused by rubber on the crawler (cable shield) falling off. The raised crawler had friction with the steel frame steel frame, causing interference with the motion of the rotor. The rubber was taken out and the system then ran normally. No parts were replaced. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system rotor was unable to rotate a full 360 degrees. There was no patient present when this issue was identified. No additional details were provided.